Manufacturer narrative:
B3/d10: the events occurred on various days in august 2025. Specifically, during weeks 3 and 4. E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) small volume folfusors underinfused during patient infusion. The devices contained unspecified concentrations of furosemide, midazolam, buscapina, and morphine, all of which were administered subcutaneously. The treatment was scheduled for a continuous infusion over 4 days; however, the devices did not completely empty their contents, as patients received less than 60 ml of the drug in all cases. The devices were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, twelve companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the devices were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on any of the companion samples. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.